Manufacturer narrative:
A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that after the pt had a non-device related fall, she was experiencing sharp pains at the pocket site. The physician stated that it looked like the implant has eroded slightly. The pt was treated with steroid injections to help the pain and no further course of action will occur.